Event description:
Patient presented in the clinic for follow-up, review of fluoroscopy showed suspected insulation damage with externalized conductors. Further investigation of fluoro did not confirm externalized conductors. The system was later explanted due to infection. Upon explant, silicone erosion near rv shock coil was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.